Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had not charged their device for a couple of weeks. They resolved the issue by recharging after using the patient programmer reset. They ended up charging it with the recharger system up to 50% and the patient went home to continue to charge. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for essential tremors, movement disorders. It was reported that there was an alleged over discharge. Prm information was reviewed and stated it may require multiple prm¿s. They have had 3 over discharge strikes (eos). There were no symptoms reported. There were no further complications reported.